Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed myself in the face with the metal piece that should be holding the toothbrush on [skin injury]. Toothbrush head keeps slipping off - oral-b [device breakage]. Case description: consumer via e-mail stated that their oral-b electric toothbrush head kept slipping off and they stabbed themselves in the face with the metal piece that should be holding the toothbrush on. No serious injury was reported.